Manufacturer narrative:
Device analysis: visual inspection of the returned device found the proximal filter sheathed, the distal filter partially sheathed, distal filter slider bent/kinked, and the outer shaft stretched. X-ray inspection found the braids of the inner shaft were damaged. Functional testing found that the flushing was unable to be performed using the flush port in the distal filter slider due to the kink in the distal filter slider #3. Also flushing was unable to be performed through rear handle flush port & front handle flush port due to excessive blood residues. Dissection and microscopic testing found exposed braids. A transversal cut was performed on the distal part of the outer shaft/sheath and no damage was found on the inner shaft. The proximal filter was found torn.

Event description:
Reportable based on returned device analysis completed 07 sept 2022. A sentinel cerebral protection system (cps) was returned to boston scientific with no information provided. Returned device analysis found the proximal filter of the sentinel cps was torn.